Manufacturer narrative:
Device was received with blank display due to cracked lcd glass and bleeding on lcd glass. Device was received with cracked select button keypad overlay and faded serial number label. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had screen was cracked and blank display. The customer¿s blood glucose level was 11 mmol/l. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.